Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to pace and failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's reports were not replicated or confirmed. The device was put through extensive testing including bench handling, defib/pacing functionality stress testing and full functionality stress testing with test accessories without duplicating the reports. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer reports.